Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard keys were not working. A technical support specialist (tss) dialed in to the station and applied knowledge article of medes pas single some keys not responding. Requested the user to test the keyboard, and the user verified that all keys were functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es some of the keys were not working on the keyboard. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.